Event description:
It was reported that the device failed preventive maintenance. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device was received, a visual inspection showed a bowed front panel, the manometer has rotated to the right, the tidal volume end cap is missing, and the housing is damaged around the battery compartment. The device failed physical condition as part of the preventative maintenance (pm). The fault was determined to be caused by impact to the device. A device history report (DHR) review was performed and deemed unrelated to the current customer reported reason. No action taken. Device has been deemed beyond economical repair due to the age and condition. The device will be scrapped.

Event description:
Additional information received. The event occurred during preventive maintenance. No patient involvement.